Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation of material # 364953, batch # 1005791. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to the urine straw separating from the holder as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® c&s transfer straw kit, the product experienced a loose or dislodged needle inside the transfer straw. This event occurred twice. The following information was provided by the initial reporter. The customer stated: "it is reported that in 2 instances the urine straw separated from the holder exposing non patient needle." Pir verbiage received, - " service center said that there were 2 very recent incidents with the straw that the tube pulled out of the holder exposing the bare needle. Customer states: "we had a few issues with the straws on these coming attached from the hub. I had an employee almost stick herself this afternoon". When I spoke with her on the phone she indicated there where 2 incidents, no actual sticks. There is only one lot # and they have put the remaining box aside (no use)."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-28 investigation summary: bd received 7 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for the urine straw separating from the holder with the incident lot was not observed. There was glue present where the straw is inserted into the holder. The straw and holder of the 7 samples were held and were manually pulled apart in an attempt to see if the holder and straw separated. No failures were identified and all straws remained in the holders. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and also manually pulled and no issues were observed relating to the urine straw separating from the holder as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® c&s transfer straw kit, the product experienced a loose or dislodged needle inside the transfer straw. This event occurred twice. The following information was provided by the initial reporter. The customer stated: "it is reported that in 2 instances the urine straw separated from the holder exposing non patient needle." Pir verbiage received, " service center said that there were 2 very recent incidents with the straw that the tube pulled out of the holder exposing the bare needle. Customer states: "we had a few issues with the straws on these coming attached from the hub. I had an employee almost stick herself this afternoon". When I spoke with her on the phone she indicated there where 2 incidents, no actual sticks. There is only one lot # and they have put the remaining box aside (no use)."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® c&s transfer straw kit, the product experienced a loose or dislodged needle inside the transfer straw. This event occurred twice. The following information was provided by the initial reporter. The customer stated: "it is reported that in 2 instances the urine straw separated from the holder exposing non patient needle." Pir verbiage received, - " service center said that there were 2 very recent incidents with the straw that the tube pulled out of the holder exposing the bare needle. Customer states: "we had a few issues with the straws on these coming attached from the hub. I had an employee almost stick herself this afternoon". When I spoke with her on the phone she indicated there where 2 incidents, no actual sticks. There is only one lot # and they have put the remaining box aside (no use)."